Event description:
The surgeon deployed the first t without any problem, and placed the needle through the repair site for the second implant, but the implant did not deploy. The surgeon cut the suture with a meniscal punch and removed the suture and t2. T1 remained implanted through the capsule. This occurred with 2 separate devices.

Manufacturer narrative:
Device evaluation: two devices were returned for evaluation. Sample # 1: the device is dramatically bent and bowed. No t¿s or suture was returned. The actuator is advanced to the insertion needle tip. Sample # 2: the needle is slightly bowed. No t¿s or suture was returned. Actuator is in its post t2 deployment position indicating a complete deployment. Per the devices IFU- do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no internal processing issues, which could have contributed to the nature of this complaint. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4); the device has not been received for evaluation.(B)(4).